Manufacturer narrative:
PMA/510k # ¿ exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a stone extraction procedure, the ncircle tipless stone extractor tip broke during the bile duct extraction procedure. Another extractor was opened to finish the procedure. An endoscopic procedure was done to eliminate the stone and remove the extractor tip. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One ncircle tipless stone extractor returned to manufacturer for investigation. The returned packaging confirms the reported lot number 8512295. The device was returned with the handle and the basket formation in the closed position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.6 cm in length. Functional testing determined the handle does not actuate the basket formation. Visual examination noted the support sheath is bowed. There are several kinks in the basket sheath; located at 1.5 cm, 2.5 cm, 7.5 cm, and 15 cm from the distal tip. The basket sheath is smashed at the distal tip up to 7 mm from distal tip. The basket had separated from coil wire. A review of the device history record found there were no non-conformances related to the reported failure. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8512295. According to the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The complaint device was found to have the basket separated. The sheath was also found to be kinked in multiple locations. The basket of the returned device was not returned. From the condition of the returned device, it is likely the distal end of the device was damaged during use, causing the observed sheath kinks and causing the basket to separate. The conclusion of the investigation is that the device was inadvertently damaged during use. Cause traced to user; unintended user error caused or contributed to event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.